Event description:
One falsely depressed creatinine (ecreaj) test result for one patient sample was obtained from an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The same sample was repeated on an alternate instrument and the repeat test result was released to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecrej result.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely depressed creatinine (ecreaj) test result for one patient sample was obtained from an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. Siemens evaluated the available information, including an analyzer log file, and did not find test results for sample ID (B)(4). Indicating tests are being processed on the analyzer in kinetics mode and test results are not displayed. Quality control was in range and no issues were noted with other patient samples indicating that the analyzer and reagents were performing acceptably. The cause of the falsely depressed ecreaj test result is unknown. Contributing factors to the event include sample integrity and preanalytical variables. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.